Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2.5 years in a 1-year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2.5 years in a 1-year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2.5 years in a 1-year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased from 2.5 years in a 1-year time period. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced.